Event description:
Plug implanted in 2004. Pt reported pain redness & swelling four days later. Treated with antibiotics. Drained abscess after two more days. Culture indicated staph aureus. Pt is recovering.